Event description:
Philips received a report form a customer that a hospital employee was injured. A hospital technician brought a magnetic wheelchair into the examination room, which was attracted to the magnet. As result of the attraction, the technician got stuck between wheelchair and magnet. Another technician pushed the quench button, to bring the magnet of field. Details of the injury were not shared by the hospital, but it was confirmed that it was a serious injury.

Manufacturer narrative:
(B)(4). This event was due to not following MRI safety standards by bringing a non mr compatible wheelchair into the examination room. It is known that no magnetic materials should be brought into the examination room. No field corrective action is required. The magnet was brought from field to remove the wheelchair and then brought to field again. The safety directions as presented in the instructions for use already contain warnings on this matter.